Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for follow up with stored episodes of inappropriate automatic mode switch stored by the implantable cardioverter defibrillator. A review of the transmission revealed that the episodes were caused by far r wave over-sensing. Further information was requested but not received.